Manufacturer narrative:
Correction b5: change quantity to two (2) units (previously reported as one unit). H4: device manufactured on july 26, 2022- july 27, 2022. H10: one device was received for evaluation; the other device was not received and therefore, could not be evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no issue was observed. Functional testing was performed by installing the device onto a compounder and a leak between the ports was not observed during testing. A lipid solution was attached to the ports 1 through 23 and sterile water to port 24. The valve set was then analyzed at various points throughout the prime, verify and pump calibration process. A leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was mixing of components between ports (B)(4) and (B)(4) of an em2400 valve set. The issue was identified during compounding. There was no patient involvement. No additional information is available.